Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament, needle plunger, link, posterior needle, anterior cuff, and posterior cuff were not returned with the device, which limited the scope of the investigation. There was no needle strike mark on the foot. A proxy plunger was reinserted resulting in acceptable needle trajectory. Based on the device evaluation, the most probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issue detected that could have contributed to the reported product experience. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.